Manufacturer narrative:
Multiple follow ups have been made to gather additional information including device serial numbers and treatment records on (B)(4) 2018, (B)(6) 2018. When additional information regarding this event becomes available, a supplemental medwatch form will be filed.

Event description:
On (B)(6) 2018, an affiliate in italy forwarded a report from a physician who explained that a patient experienced a bulging of the subcutaneous fat that is visible on the skin surface due to a lack of support of the normal connective tissue (normal fibrous septae) following a cellfina treatment that occurred on (B)(6) 2017.

Manufacturer narrative:
The actual device nor serial/lot numbers used during the alleged report were provided by the practice. As no device information was received for evaluation, no allegations of a device malfunction were reported, and no additional information regarding the event were provided despite attempts to gather this information on 24-apr-2018, 14-may-2018, 16-may-2018, and 12-feb-2019, a full investigation could not be performed. A review of the patient complaint trend analysis for the reported issues of "anetoderma" and "skin surface convexity, depression, or other irregularity" found neither issue has occurred at a high enough frequency to create a trend and will continue to be monitored. The patient investigation found there is not enough information to determine if an ulthera device malfunctioned or caused or contributed to the event. However, permanent damage to a body structure/function could not be ruled out based on the information available. No additional information is available at this time. Should additional information become available, a supplemental medwatch will be filed.